Event description:
It was reported the patient received multiple inappropriate shocks. The impedance was found to be high, > 2500 ohms. The patient had reportedly fallen a few days earlier; the assumption was made, and discussed with the physician that the leads 'must have been damaged'. At the time of replacement, high impedance and oversensing were seen when new leads were connected to the existing ICD. The device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected patient code. Evaluation summary: (B) (4) analysis found that the device was unable to sustain a pacing output without the programming head in place. Electrical analysis found excess dc leakage in a hold capacitor to be the cause of the no output condition. The leaky capacitor loaded the fet (field effect transistor) boost voltage supply which supplies gate bias to the blocking fets on the pacing outputs. Inadequate gate bias on these transistors causes oversensing, loss of pacing outputs, and erroneous lead impedance measurements.